Event description:
Customer states: that after one week of pt use, his family found the cuff would not be inflated and confirmed the air leakage. Customer confirmed that recannulation of a replacement tube was required. Customer confirmed pre-test was done.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.